Event description:
It was reported that following a percutaneous coronary intervention (pci), the cardiologist deployed an angio-seal. The patient had multiple prior percutaneous procedures. The patient was discharged home. Six days later, the patient returned to the emergency room with an abscess and was febrile. The patient had a temperature of 103 f. The patient was admitted and underwent abscess drainage of the right groin site. The abscess tested positive for msra. The collagen plug was removed at the arteriotomy. The patient was reported in stable condition.

Manufacturer narrative:
No product was returned for evaluation and review of the device history record was not possible since the lot number was unavailable. Based on the information received, it is uncertain how the infection has occurred. The angio-seal device instructions for use (IFU) cautions the user to observe sterile technique at all times when using the device. The use of the device where bacterial contamination of the procedure sheath or surrounding tissues may have occurred may cause infection. Any sign of infection at the puncture site should be taken seriously and the patient monitored carefully. Surgical removal of the device should be considered whenever an access site infection is suspected. The IFU states potential adverse reactions or conditions may be associated with one or more angio-seal device components (i.e., collagen, synthetic absorbable suture, and/or polymer). These include allergic reaction, foreign body reaction, potentiation of infection, inflammation and edema. The angio-seal patient information guide instructs the patient to remove the dressing after 24 hours and clean the area with mild soap and water and dry the area. The site should be covered with a bandage and change daily or if it becomes wet, until the skin heals. The patient is also instructed to contact the physician immediately if they develop a fever, persistent tenderness in the groin or swelling, wound drainage, or redness and/or warmth at the site.